Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months the device was not explanted and therefore was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted unresponsive to the intensive care unit with signs of a cerebrovascular accident. A head CT scan revealed an ischemic stroke. The patient's inr was 4.0. Support was withdrawn secondary to the ischemic stroke and the patient expired on (B)(6) 2016. The pump was not explanted.